Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited undersensing. This device was reprogrammed and the recommendation was to monitor this patient. Boston scientific technical services (ts) also suggested to consider another reprogramming. The ICD remains in service. No adverse patient effects were reported.